Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain lower ("abdominal cramping / pain severe cramping pain in lower abdomen") and cervical dysplasia ("cervical dysplasia") in a 23-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, anxiety, depression, cholelithiasis and cholecystectomy. Previously administered products included for an unreported indication: mirena from 2011 to 2013. Concurrent conditions included clinically isolated syndrome (in leep.), irregular periods, bowel motility disorder (discomfort.), heavy periods, smoker and cervical dysplasia. Concomitant products included cilest (sprintec) for dyspareunia as well as doxycycline and metronidazole. In 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia heavy menstrual cycle and bleeding in between"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervical dysplasia (seriousness criterion medically significant), vaginal discharge ("vaginal discharge / vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headache"). In (B)(6) 2014, the patient experienced major depression ("depression / major depression"). On an unknown date, the patient experienced menometrorrhagia ("heavy bleeding with her period/bleeding in between periods"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy), surgery (hysterectomy, oophorectomy (bilateral removal of ovaries)) and surgery (loop electrical excision procedure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, vaginal discharge, dyspareunia, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the abdominal pain lower, cervical dysplasia, major depression, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, cervical dysplasia, dysmenorrhoea, dyspareunia, fatigue, headache, major depression, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion in (B)(6) 2013 hysterosalpingogram was performed. On (B)(6) 2015, surgical pathology report final diagnosis showed uterus with cervix and fallopian tubes, hysterectomy with bilateral salpingectomy: ectocervical squamous hyperplasia with reactive atypia, negative for residual dysplasia. Secretory endometrium. Myometrium and fallopian tubes unremarkable. The right fimbriated fallopian tube is present in two sections. Upon re-approximation, the right tube measures 6.8 x 0.4 cm. The surface is tan smooth and glistening and sectioning yields a coiled silver wire within the lumen. The left fimbriated fallopian tube measures 7.5 x 0.4 cm. The surface is tan smooth and glistening. There is a 3.5 x 2.2 x 1.7 cm clear fluid-filled cyst at the fimbriated end. Sectioning yields a coiled silver wire within the lumen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, dyspareunia, vaginal hemorrhage, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal cramping / pain severe cramping pain in lower abdomen") and cervical dysplasia ("cervical dysplasia") in a 23-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 3. Concurrent conditions included clinically isolated syndrome (in leep.), irregular periods, bowel motility disorder (discomfort.), heavy periods and smoker. Concomitant products included cilest (sprinted) for dyspareunia as well as doxycycline and metronidazole. In 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia heavy menstrual cycle and bleeding in between") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervical dysplasia (seriousness criterion medically significant), vaginal discharge ("vaginal discharge / vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menometrorrhagia ("heavy bleeding with her period/bleeding in between periods"), major depression ("depression / major depression"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy), surgery (hysterectomy, oophorectomy (bilateral removal of ovaries)) and surgery (loop electrical excision procedure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, vaginal discharge, dyspareunia, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the abdominal pain, cervical dysplasia, major depression, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, cervical dysplasia, dysmenorrhoea, dyspareunia, fatigue, headache, major depression, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion in aug 2013 hysterosalpingogram was performed. On (B)(6) 2015, surgical pathology report final diagnosis showed uterus with cervix and fallopian tubes, hysterectomy with bilateral salpingectomy: ectocervical squamous hyperplasia with reactive atypia, negative for residual dysplasia. Secretory endometrium. Myometrium and fallopian tubes unremarkable. The right fimbriated fallopian tube is present in two sections. Upon re-approximation, the right tube measures 6.8 x 0.4 cm. The surface is tan smooth and glistening and sectioning yields a coiled silver wire within the lumen. The left fimbriated fallopian tube measures 7.5 x 0.4 cm. The surface is tan smooth and glistening. There is a 3.5 x 2.2 x 1.7 cm clear fluid-filled cyst at the fimbriated end. Sectioning yields a coiled silver wire within the lumen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, dyspareunia, vaginal hemorrhage, menorrhagia" most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received. Events added from pfs- cervical dysplasia, dyspareunia (painful sexual intercourse), abnormal bleeding vaginal, abnormal bleeding menorrhagia, dysmenorrhea (cramping), fatigue. Reporter information was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy bleeding with her period/bleeding in between periods"), vaginal discharge ("vaginal discharge") and depression ("depression"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menometrorrhagia, vaginal discharge and depression outcome was unknown. The reporter considered abdominal pain, depression, menometrorrhagia and vaginal discharge to be related to essure. Diagnostic results: in (B)(6) 2013 hysterosalpingogram was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.